Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she was priming the insulin pump, it just kept priming and would not stop. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer's current blood glucose was 389 mg/dl. Customer reported the following symptoms related to her high blood glucose: feeling dizzy, light headed, nauseous, and having ketones. Customer does not have the pump with her at the time of the call to troubleshoot. Customer was advised to call back when she has the pump.